Event description:
It was reported that immediately after the implant procedure, the right ventricular (rv) lead exhibited high thresholds. A chest x-ray showed the lead in the same position as it was in at implant. The lead was repositioned from the rv septum to the apex and it remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.